Manufacturer narrative:
Of the 75 allegations of a malfunction, 38 pumps were returned to animas and investigated. Of the investigated pumps, 11 were found to be malfunctioning due to eeprom failures, moisture and high forces. During investigation for unrelated complaints, there were 6 additional failures found. This report is processed under the voluntary malfunction summary reporting program.

Event description:
This report summarizes <noe> 75</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a call service alarm issue. These reports were received from various sources. The patients associated with this allegation ranged from 3-83 years of age and between 35 and 228 pounds. Of the reported patients, 29 were male and 39 were female.

Manufacturer narrative:
In quarter 4 of 2018, there were 3 instances of call service alarm issue failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.